Event description:
The technician alleged that the scale has not display and there is fluid ingress on the foot board. No pt impact.

Manufacturer narrative:
The technician replaced the foot board to resolve the issue.